Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl and 467 mg/dl,423 mg/dl,397 mg/dl. The customer was treated with manual injection. Customer reported insulin exited at the quick release. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported customer did allege insulin pump was under delivering. The customer performed self-test and it was complete and performed displacement test no reservoir was detected. The insulin pump will not be returned for analysis.